Event description:
It was reported that the pt is no longer receiving stimulation and is unable to communicate with or charge her ipg. It has been a year since she last used her scs system and has never charged her ipg. An sjm rep met with the pt and confirmed the issue. There is not add'l info at this time.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.